Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that fluid was leaking from the rbc (red blood cell) and wbc (white blood cell) baths of the coulter ac-t diff analyzer. Customer reported that the leak was not contained within instrument. Customer reported the operator was wearing gloves and a lab coat at the time of the event. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the baths were not draining. The fse replaced pinch valves pv14 and 15 to get the system to drain properly and resolved the issue.